Manufacturer narrative:
B3 date of event: aware date was used as event date as actual event date was not known. Literature citation: shoji t, et al. "St-segment elevation during percutaneous left atrial appendage closure." J am coll cardiol case rep 2024;29:102216.

Event description:
Reported via journal article it was reported via literature that st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed on a patient with windsock-shaped anatomy. A watchman access system (was) was positioned and a 31mm watchman flx closure device and delivery system (wds) was inserted. The 31mm wds was deployed, however during the evaluation of the position, anchor, size and seal (pass) criteria, it was noted that one-half of the shoulder of the device protruded on the posterior side. The patient's blood pressure decreased, and electrocardiogram (ECG) showed st segment elevation. A review of transesophageal echocardiography (tee) showed an increase in left coronary artery (lca) blood flow. The 31mm wds was recaptured, and the patient symptoms improved. The physician attempted to reposition the 31mm wds in a deeper part of the laa, but also observed the device protruding on the posterior side, and similar st-wave changes were also observed on the ECG. The physician suspected that the device was causing a coronary artery compression and determined that the implantation would be difficult in the patient anatomy. The procedure was discontinued. A surgical resection of the laa will be performed at a later date. The patient remained in the hospital for observations and was discharged on the fifth day.